Event description:
It was reported during implant, it was attempted to advance the lead into the epidural space, but the physician noticed the #9 electrode was ''pulled away'' on the paddle lead. No intra-operative testing was performed, and a new lead was used. There was no patient injury and the patient recovered without sequela from the operating room.

Manufacturer narrative:
Final analysis of the lead revealed electrode #9 was lifted off the electrode paddle. The proximal securing leg no longer formed a ''half circle,'' but the leg could be bent back into position.